Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, complete heart block (chb) was reported prior to the balloon aortic valvuloplasty (bav) and crossing the aortic valve. Following the implant, ventricular tachycardia and atrial fibrillation (afib) were reported and resolved with cardioversion and medication. Following the procedure, chb continued and a permanent pacemaker was implanted the following day.